Event description:
On (B)(6) 2013 - it was reported by the consumer's nurse the 5410ivc full-electric bed rail was broken, resulting in a patient to fall onto the floor. Medical intervention was sought to treat unspecified injuries. Should we receive additional information, a supplemental report will be submitted.